Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed by the manufacturer radius medical technologies. Analysis revealed that one leg of the loop was fractured near the distal collar. All materials/components are present. It is highly unlikely that this product was ever used in a patient as there is no evidence of blood or other fluid on or in the snare. This was most likely a demo product that was damaged as part of routine demonstrations. A lot history record review was not included in the investigation by manufacturer. A review of the complaint handling database was performed and there were no other incidents reported with this part and lot combination.

Event description:
It was reported that the product shredded. The device was received with a separation. It cannot be confirmed if this product was used on a patient or was a demo product; however, there were no reported patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimation as it was reported to have occurred approximately 2 years ago. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. Abbott vascular distributes the expro elite snare for radius medical. Abbott vascular provides us regulatory reporting for this product.